Event description:
As reported: after preparation was performed as per the procedure, when the coil was being manipulated in a catheter, the implant was unintentionally detached. When the pusher and others were being manipulated to remove the implant, the implant broke. The entire coil was therefore withdrawn along with the catheter and removed from the patient. A new coil (device name unknown) was used to continue the procedure, which was successfully completed. The pusher portion was discarded at the hospital. No patient health damage was reported.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.